Manufacturer narrative:
Patient's head hurt. Device requested for return. As per (B)(4) rev 13 - 1081 aurical aud & madsen a450 - risk analysis: hazard ID 6.5. Cause- mechanical breakage, causing sharp corner, edges or pinch points. E.g. Due to steady force applied on the device. (Hit by something). Effects/harm - minor physical trauma injuries. Residual risk 3 (low) and acceptable. File attachments.

Event description:
Headset cracks and the metal holder for tdh-39 snaps loose and hurts the patients head.